Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the monitor display was frozen. No consequences or impact to patient were reported.

Manufacturer narrative:
Other, other text: the returned device was evaluated. The device passed visual and all functionality testing. A log file analysis was performed and two occurrences of a "sysfault 58" (battery gauge fault) were recorded in the fault retrieval logs. Internal inspection found contamination under the battery board component. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Event description:
The customer reported the monitor display was frozen. No consequences or impact to patient were reported.